Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reiterated the erosion. It was reported that there was lead migration, lead fracture/damaged/broken, and lead erosion from the left side occipital. The device was removed, patient healed appropriately from explant. The patient had 2 paddle leads implanted in the occipital area to prevent erosion of the leads to help her with her chronic headaches. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290; product type: 0200-lead; implant date (B)(6) 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that rep reports the patient's left occipital lead eroded out of their head and the surgeon would like to cut off the tip of the lead (first electrode). Rep is unsure when this occurred, but she was notified of this yesterday. Ts reviewed possible exposure to allergens with exposed wires. Ts referred back to surgeon, as this placement would be off-label.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead was never explanted that the surgeon cut the tip off of the eroded portion of the lead just one contact, and closed up the eroded tissue. Issue has been resolved at this time.